Manufacturer narrative:
On (B)(6) 2017, the customer reported to have been discharged from the hospital on (B)(6) 2017. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was over 600 mg/dl. Correction boluses and insulin injections were administered to address the high bg level. The customer went to the emergency room (ER) for diabetic ketoacidosis (dka) and for strep throat. The customer was admitted to the hospital. The ketone level was not considered as dangerous; however, the electrolytes were dangerously low. The customer was treated with intravenous insulin and fluids. The customer was given an oral antibiotic. The contact had changed the cartridge, infusion set tubing and site. The contact wanted to confirm the pump was functioning properly. A pump system check was performed using the current supplies and the pump was functioning as expected. On (B)(6) 2017, the contact reported that the customer was feeling better, but had not yet been discharged.